Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 438 mg/dl with a high level of ketones. A bolus via an insulin pen was administered to address the bg level. The cause of the high bg was not known. During the pump system check, insulin was not dripping with small drops as expected. It was advised that the infusion set be changed; however, the contact declined to change the set at the time of the report.